Event description:
Additional information received reported the pump was replaced as reported and the catheter was patent. The patient was doing well as of the supplemental report date; her dose had been cut in half due to starting up from minimum rate.

Event description:
It was reported that a motor stall occurred that never recovered. The patient had called the manufacturer representative on the report date indicating her pump was beeping. Symptoms the patient experienced included underdose symptoms, specifically increased pain. The patient was then seen on 2013 (B)(6) and the event logs indicated the pump stalled on 2013 (B)(6) with no recovery noted. A print report from 2013 (B)(6) was provided. The logs showed the as reported motor stall on 2013 (B)(6) at 23:34 along with a stopped pump period may exceed tube set message on 2013 (B)(6) at 23:34. The patient was scheduled for a pre-operation visit with a health care provider (hcp) for pump replacement. The device system was used to deliver dilaudid and bupivacaine. It was later reported that the patient was seen on 2013 (B)(6) for the pre-operation with the surgeon. No other actions were taken. The patient was scheduled for a pump replacement on 2013 (B)(6). The cause of the stall was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor, stall due to gear wheel three and corrosion and/or wear and/or lubrication. Some of the teeth of gear wheel three were found to be corroded. Residue was also found in the pinion of gear one and two.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.